Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer could not specify any dates/times for the hospitalization. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin and stays for 3 to 4 days in the hospital. Customer was wearing the pump at time of hospitalization. Customer has been having on and off high ever since diagnose with diabetes, she is brittle.